Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Five samples were received for evaluation. A visual inspection was conducted. There were no issues identified on the samples. Shield extend, shield retract, shield locking torque, shield/collar spin, and axial compression testing was performed. Shield extend and shield retract testing is conducted to evaluate the force required to move the shield to and from the transport position. Shield locking torque and shield/collar spin testing is conducted to evaluate the force required to lock the safety device and then the additional force required to continue to rotate the shield either by forcing the shield detents over the collar or rotating the collar on the barrel tridents. The axial compression testing is conducted to evaluate the force required to axially compress the shield from the locked position. The syringe samples met all of the specification requirements for function testing. A possible root cause could be a malformed shield or lock collar preventing the shield from locking properly, or the shield and lock collar were not assembled properly. Control mechanisms are in place to prevent the occurrence and acceptance of safety shield issues by the syringe assembly process. The manufacturing plant maintains material verification processes. Resin must pass a certification review and incoming inspection prior to release for production by the manufacturing department. The molding process is validated and the critical dimensions of the molded components are gauged to ensure molded components meet dimensional specifications. Preventive maintenance of the molding tool is conducted at required frequencies, in order to ensure process capability is maintained. Inspection of molded components is conducted on a periodic basis to ensure molded components meet the requirements defined in the quality inspection standard. Procedures and work instructions exist for the proper handling and verification of components and the operation of the syringe assembly machines. The assembly machine the product is manufactured on is equipped with a vision system which inspects for missing, inverted, and bent cannula to ensure the cannula are within specified limits. During production, the processing equipment is checked regularly to verify the detection systems are functioning properly. The plastic shield on the safety syringe is designed to slide forward to cover the needle to prevent needle sticks after use. The safety mechanisms will deactivate if the shield is not pulled all the way up and twisted. A corrective and preventative action is not deemed necessary at this time. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a safety needle. The customer states that the safety shield is not locking over the needle and retracts back when preparing to transport the syringe to the patient for injection.